Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 13 instances of blank screen failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there was 1 instances of blank display failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 81 allegations of a malfunction, 56 pumps were returned to animas and investigated. Of the investigated pumps, 14 were found to be malfunctioning due to a damaged display screen and an eeprom failure.this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 81 malfunction events. A review of the events indicated that the one touch ping model pump experienced a blank screen issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-77 years of age and between 36 and 252 pounds. Of the reported patients, 41 were male, 39 were female, and 1 was unknown.

Manufacturer narrative:
Follow up #2 30-jan-2018 device evaluation: in q4 2017, there was 1 instance of blank screen failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.